Manufacturer narrative:
(B)(4). B braun medical inc is submitting a single report on behalf of b braun (B)(4) (the MFR), and (B)(4) (the importer). This report has been identified as b braun (B)(4) internal report #(B)(4). The actual pump in the reported incident was not returned for eval. Without the actual pump, a thorough eval could not be performed. However, the pump operation log was forwarded for eval. A review of the pump log revealed that on (B)(6) 2011 at 5:57:55 am, the pump was programmed to run in piggyback mode using the dose calculator at a rate of 10 ml/hr. At 4:32:08 pm, the dose calculator was manually turned off and piggyback mode was changed to primary mode. At that point, the pump reverted back to the primary settings with a rate of 130 ml/hr, originally set on (B)(6) 2011 at 5:48:44 pm. An infusion was then started at 4:32:58 pm in primary mode with a rate of 130 ml/hr. This appears to be the infusion the customer was describing in the event description; however, the user did not identify that the pump had been switched from piggyback to primary mode as programmed. This mode change caused the rate to change from 10 ml/hr to 130 ml/hr. At 4:33:42 pm, this infusion stopped due to a pressure alarm. The user cleared the alarm and restarted the infusion at 4:33:50 pm. At 5:14:51 pm, the infusion stopped again due to an air bubble alarm. The actual volume infused was 88.87 ml, or 100% of the expected volume. The user cleared the alarm, opened the door and then reprogrammed the pump with a new rate and vtbi. Per the log, the pump operated as programmed by the user. Based on the results of this investigation, it appears the described event was the result of the pump being switched from piggyback to primary mode as programmed, but the user failed to recognize the increase in infusion rate that resulted from the change in mode. All available info has been forwarded to the device MFR. It add'l pertinent info becomes available from the MFR, a f/u report will be filed.

Event description:
As reported by the user facility: medication 100 ml bag; starting time about 2:15 pm on (B)(6) 2011; rate 10 ml/hr. At 5:30 pm medication was about emptied. Pump beeping air in line. It was believed that medication was totally delivered within 3 hour 15 minutes instead of 10 hours.